Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). On (B)(6) 2018 arjo was informed about the event, which occurred in (B)(6) nursing home in (B)(6). During raising of the resident ((B)(6) female "weighting" (B)(6)), both shoulder clips of the toilet clip sling detached from the lift's spreader bar (the leg clips stayed "attach"). This caused that the resident's legs rose, the resident tilted back and slipped out of sling to the floor. The resident sustained head trauma and bruises. Information whether the patient was admitted to the hospital and the outcome of the resident's head trauma was not available. The system was evaluated after the event by arjo representative. The maxi move was in overall good condition and it was working in accordance with the manufacturer's specification. This device was under arjo service and maintenance contract. The sling label was faded; therefore, it was not possible to determine the exact manufacturing date of the sling. The attempt to reconstruct the event has shown that the clips of the sling were easy to come off. Based on that, it can be concluded that the clip detachment could occur due to the clips issue. The instructions for use (001.25060.en rev.5 ) for maxi move lift includes information about proper lifting process and warning to ensure correct placement of the sling onto the lifter by the caregiver and safe transfer: "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." Passive sling IFU (04.st.00-int1_2 ) provides patients with warnings: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling". Based on the instruction for use provided with each arjo sling, in case of any doubts about sling safety and there are visible signs of fraying, tearing and damage (like cracking, bending, breaking), it should withdraw from further use. Based on all information mentioned above, it can be concluded that the regular use of the sling for several years has led to wear of the clips which in the result detached during the transfer. When reviewing the reportable events for maxi move lift, we have found a number of cases related to this type of event: clip sling detachment during transfer. To conclude, the system - clip sling and passive floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift that could cause or contribute to the event however, the sling's clips were worn and from that perspective, the system did not meet the manufacturer's specification. We report this event to competent authorities due to the information that the resident fell out of the device and the injury occurred.

Event description:
On (B)(6) 2018 arjo was informed about the event, which occurred in (B)(6) nursing home in (B)(6). During raising of the resident ((B)(6) female "weighting" (B)(6)), both shoulder clips of the toilet clip sling detached from the lift's spreader bar (the leg clips stayed "attach"). This caused that the resident's legs rose, the resident tilted back and slipped out of sling to the floor. The resident sustained head trauma and bruises. Information whether the patient was admitted to the hospital and the outcome of the resident's head trauma was not available.